Event description:
It was reported that the colonovideoscope had a black band approximately one-fifth the width of the entire monitor image that appeared only at the top. The event occurred during diagnostic endoscopy procedure, while the patient was under sedation. The intended procedure was completed with the same device. No patient harm was reported.

Manufacturer narrative:
E1: (B)(6). Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device. Should additional relevant information become available, a supplemental report will be submitted.